Event description:
It was reported that a patient underwent a sling procedure on (B)(6)2022 and mesh was used. Disable to tunneling and trocar malfunction were reported. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please clarify how the product was defective 2. Any patient consequences? 3. What is the patient¿s current health status and condition? H3 analysis summary: (B)(4) team received for evaluation a tvto device (product code 810081), batch 3941740. The product was decontaminated and well packaged. The received device was manipulated, as original packaging and several components were missing (box, IFU, blister, and one needle, the atraumatic winged guide). Were returned only: the lid with identification label, 2 trocars, 1 needle attached with blue mesh and 1 plastic sheath, the other plastic sheath was free from the assembly. It can be observed that organic matter is visible over the returned the trocars and plastic sheath and blue mesh. The needle returned has the tip damaged, the blue mesh is wrinkled and frayed in several parts, the plastic sheath attached to the needle is also damaged. The defect described in the event description could not be observed during the product evaluation, the other needle is missing from the assembly and no defect was observed on both trocars. No additional information could be provided. The defect identified is not linked to a manufacturing issue. A manufacturing record evaluation was performed for the finished device batch, and no related non-conformances were identified.